Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign debris was found past the bd emerald¿ syringe plunger before use after opening up the packaging. The debris appeared to be "wings from another syringe". The following information was provided by the initial reporter: "consultant anaesthetist opened a 10ml bd emerald syringe. Syringe was found to have debris beyond the plunger. Debris look to be wings from another syringe." "Details of injury (to patient, carer or healthcare professional): none - matter identified and itm removed from use pior to procedure."

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with photos for catalog 307736 lot 1910236 to investigate for this record. Visual examination of the photo shows a broken flange of another syringe inside the affect syringe and fluid path. As a result, bd was able to verify the reported issue. Bd concludes that the issue occurred during the primary packaging process in the stack of the barrel feeder. The incorrect alignment of that syringe in this process produced the rupture of the flange which ended up inside the reported syringe during the assembly process. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection, no corrective actions are required at this time.

Event description:
It was reported that foreign debris was found past the bd emerald¿ syringe plunger before use after opening up the packaging. The debris appeared to be "wings from another syringe." The following information was provided by the initial reporter: "consultant anaesthetist opened a 10ml bd emerald syringe. Syringe was found to have debris beyond the plunger. Debris look to be wings from another syringe."